Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user dropped the ilet while reconnecting after a shower, causing the cartridge to dislodge and necessitating an unscheduled supply change and infusion set replacement with a steel 6 mm contact/detach set. Symptoms included elevated glucose, consistent with therapy interruption prior to resuming insulin delivery, with irritability. Blood glucose was reported at 401 mg/dl. Outcomes included resumption of insulin therapy after guided steps to replace the infusion set, reinstall the cartridge, fill tubing, apply the new set, and fill cannula; the user planned to obtain a syringe later to refill a new cartridge. Investigation included remote troubleshooting and education conducted by support, including device setup verification and infusion set change procedure. Investigation of this case revealed user handling error resulting in cartridge disconnection and therapy interruption, with no device malfunction identified after reconnection and successful restart of insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was user handling and use error.